Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported alert/notification settings occurred. Date of event is an approximation. The patient experienced a failure to alert for a hypoglycemic event. On (B)(6) 2024, the day of the event, no alert would have sounded when the low threshold of 4.6 mmol/l was passed. The cgm reading would have passed 3.4 mmol/l and went down to ¿2 mmol/l¿. During the time of the hypoglycemia the patient was sleeping and eventually experienced a seizure and lost consciousness. The patient was treated by the mother with glucose gel and an ambulance was called. When the paramedics arrived, the patient had regained consciousness and the seizure had stopped. No further treatment was needed, and no hospital was visited. There was no documentation of further medical intervention. At the time of the report the patient was stable and recovered. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.